Manufacturer narrative:
Initial reporter facility name: complete facility name is (B)(6). This report is being filed on an international product, list number 06r90-22 that has a similar product distributed in the us, list number 06r90-20/-30. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A literature article by sarah mafi et al, ¿performance of the surescreen diagnostics covid-19 antibody rapid test in comparison with three automated immunoassays¿, diagnostic microbiology and infectious disease 105.4: 115900. (Jan 10, 2023). The study was performed in the department of virology at limoges hospital, france. The study was conducted to evaluate the surescreen diagnostics lfia (lateral flow immunoassays) in comparison with 3 widely used sars-cov-2 antibody assays (abbott alinity I sars-cov-2 igg, diasorin liaison xl sars-cov-2 s1/s2 igg, and wantai sars-cov-2 ab elisa). In the study, it noted that among the pre-pandemic samples and samples known to contain potentially cross-reactive factor, the abbott alinity I sars-cov-2 igg generated a false positive result of 1.74 s/co on a patient with chronic hepatitis b disease when other methods (surescreen, diasorin, and wantai) were all negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a false positive result for one patient with the sars-cov-2 igg assay on the alinity I processing module included a review of the article ¿ performance of the surescreen diagnostics covid-19 antibody rapid test in comparison with three automated immunoassays¿, a search for similar complaints, ticket trending review, device history record, and labeling review. The publication documents that there was 1 pre-pandemic sample that gave a low level reactive result of 1.74 s/co on the abbott sars-cov-2 igg assay that was nonreactive on other assays. The paper documents an overall specificity for the abbott assay of 99.2% (95% ci of 97.5%-100%) which is equal to, if not better, than the specificities of the other assays. The authors themselves document that the specificities obtained in this study ¿were not statistically different from those reported by the respective manufacturers¿. The sample was documented as being from an individual with chronic hepatitis b. The sars-cov-2 igg package insert documents that the assay was evaluated for potential cross-reactivity from individuals with other medical conditions including 5 hbv and 4 hbc igm samples with no reactive results obtained. The reason for the 1 low reactive result for the pre-pandemic sample obtained with the abbott assay is unknown. The assay package insert document that results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions and results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Specimen integrity issues can also lead to unexpected results for specific samples. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any related non-conformance, potential non-conformances, or deviations with list number 06r90 and the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the sars-cov-2 igg assay was identified.

Event description:
A literature article by sarah mafi et al, ¿performance of the surescreen diagnostics covid-19 antibody rapid test in comparison with three automated immunoassays¿, diagnostic microbiology and infectious disease 105.4: 115900. (B)(6) 2023). The study was performed in the department of virology at limoges hospital, france. The study was conducted to evaluate the surescreen diagnostics lfia (lateral flow immunoassays) in comparison with 3 widely used sars-cov-2 antibody assays (abbott alinity I sars-cov-2 igg, diasorin liaison xl sars-cov-2 s1/s2 igg, and wantai sars-cov-2 ab elisa). In the study, it noted that among the pre-pandemic samples and samples known to contain potentially cross-reactive factor, the abbott alinity I sars-cov-2 igg generated a false positive result of 1.74 s/co on a patient with chronic hepatitis b disease when other methods (surescreen, diasorin, and wantai) were all negative. No impact to patient management was reported.